Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set cannula which leads to high blood glucose and advised to allow pump to give correction doses to bring blood glucose back into range on (B)(6) 2026.